Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a piece approximately 4.92 mm x 2.76 mm of the grip tips was broken off. The broken piece was not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the mega suturecut needle driver instrument's tip was broken. No fragment fell into the patient. The procedure was completed with no reported injury.